Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that since implant the device had not worked for them, they still needed to wear a diaper and were still having accidents. The caller stated that about 2 days ago their leakage got worse and they were consistently having issues. The caller stated that if the implant didn¿t work, they may get it removed and go back to using an ileostomy bag. The caller stated that since implant they have changed their programs every monday to a comfortable setting, but none of the available programs had helped reduce their symptoms by at least 50%, so the healthcare provider told them to call in from reprogramming. The caller stated they started at a program in the middle of 7 and were currently on program 1. The caller also mentioned that since implant their ins had hurt if they used their finger to press on the incision and their ins flipped inside their body when they sat down. The caller mentioned that their healthcare provider was aware of the issue and it could possibly be affecting their therapy results. The caller was redirected to the healthcare provider to discuss symptoms and ins removal. An email was also sent to local representatives for possible reprogramming. No further complications were reported.